Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high rv (right ventricular) coil impedance on the right ventricular (rv) lead. The physician decided to monitor the patient as the increase in impedance was gradual. The upper alert threshold was increased, and the rv lead remains in use. No patient complications have been reported as a result of this event.